Event description:
This is to report ultherapy/uthera (a modified ultrasound medical device for lifting skin on the face). I have received ultherapy on my face (B)(6) 2015. Now, 3 months after my ultherapy I have visible fat atrophy on half of my left cheek towards the ear, a massive loss of volume on my face, and a face which lost expression. No face lift. I have constant pain in the face. Doctors have confirmed the damage on my face. Ulthera is against the law refusing to record my complaint. They say that according to their FDA clinical studies, heat does not escape out of the collagen layer in the neighboring layers, and that fat atrophy does not happen. Please record my problem and complaint that fat atrophy does occur. I am only one of the many victims. Most people are unaware of the possibility to record complaint and problems at your FDA web site, therefore I urge FDA to inform via mass media how they can file at your web site. Please check www.realself.com. I am (B)(6), healthy, well built, training in the gym every day. I had got a ultherapy treatment done on my face, because I was told that it rejuvenates skin and lifts face with absolutely no risks! They said to me that the technology is FDA approved.